Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was observed with a gouge on the black cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 27-jan-2027: all instruments are inspected prior to reprocessing and the alleged instrument was inspected prior to use. The cable was intact and was not exposed due to damaged insulation. It is unknown if there was a loss of cautery associated with the damaged cable. There were no signs of thermal damage at the site or insulation damage. It is unknown if the instrument collided with any other instrument or tool during the procedure as the damaged cable was identified during sterile processing. During the last use of the instrument, there was no fragment that fell into the patient and the procedure was completed with a backup instrument. No photos or video recordings are available for review.

Manufacturer narrative:
Based on the claim against the product by the customer noting an instrument black cable gouge, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a damage to the conductor wire¿s insulation. A visual inspection found the wire exposed, and a section of insulation measuring 0.019" in length was missing. The instrument passed electric continuity test. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument released energy on 3 of 3 attempts. The root cause of damaged conductor wire insulation is attributed to a component failure. The complaint regarding gouge on the black cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported due to the following conclusion: it was alleged that the maryland bipolar forceps instrument had a gouge on the black cable. Based on the failure analysis investigation, the instrument was found to have damage to the conductor wire¿s insulation. The damaged/broken conductor wire has the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.